Manufacturer narrative:
Device was received in normal working conditions. Analysis performed exhibited no anomalies and normal device characteristics with battery voltage above eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported a patient's pacemaker was explanted and replaced for an unknown reason. The patient status post-procedure was unknown.